Event description:
Healthcare professional reported a left side capsular contracture baker grade iii. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation:device photograph(s) for the device related to the reported event of capsular contracture was reviewed on (B)(6) 2020. Visual analysis of the photographs identified device patch with lot number 3145198 and catalog number srf-325, red encapsulation on the shell. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Refer to ps-qp-onev-115717:covid-19 quality plan - complaint handling. The event of "capsular contracture baker grade iii" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported a left side capsular contracture baker grade iii. Device has been explanted.